Event description:
A customer from japan reported test results of 10.1% on the a1cnow system. A different system at the inspection. Center gave a reading of 8.1%. The difference between the test results could be clinically significant. No adverse events were alleged. The customer discarded the product. A replacement kit was provided.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.